Manufacturer narrative:
References the main component of the device system the relevant components include: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at a dose of 2.7 mg/day, 20 mg/ml bupivacaine at a dose of 5.2 mg/day, and 200 mcg/ml clonidine at a dose of 54.02 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2017 upon connecting the new pump segment, aspiration was attempted but not successful, therefore a b acktable prime was completed and calculation of time with no medication determined to be 2 hours (empty portion of catheter), the hcp programmed the patient's personal therapy manager (ptm) programmer to be utilized to supplement delivery of medication for the 2 hour window. The expected volume on previous refill and during this procedure and patient's report of good pain relief was reported and taken into account in deciding actions taken. The patient was having no signs or symptoms, was in for normal scheduled pump replacement. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved at the time of this report and the hcp had no further information. The patient's status was "alive- no injury" and no further complications were expected or anticipated.